Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("performation (fallopian tubes) right fallopian tube/malposition of essure device location of device: malposition in tube"), pelvic pain ("severe and chronic pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("excessive menstruation/abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding(general)") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anterior cruciate ligament tear (arthroscopic surgery). Previously administered products included for an unreported indication: novaring from 2005 to 2008, supplemental vitamins, fioricet, vitamin d2, singular and zofran. Concurrent conditions included body mass index normal and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6).2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6).2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain/loss (specify which one) weight gain"), abdominal distension ("bloating") and rash ("skin rashes"). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain/low back pain"), menstrual disorder ("abnormal bleeding during menstruation"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migrain/headache"), abdominal pain lower ("lower abdomen pain"), headache ("migrain/headache") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with hydrocortisone, surgery (bilateral salpingectomy on 27-jan-2016), surgery (endometrial biopsy, ablation). Essure was removed on 27-jan-2016. At the time of the report, the device breakage, genital haemorrhage, menstrual disorder, female sexual dysfunction, abdominal distension and rash outcome was unknown and the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, back pain, dermatitis allergic, dyspareunia, fatigue, alopecia, nausea, migraine, weight increased, abdominal pain lower and headache had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dermatitis allergic, device breakage, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6). 2013: satisfactory placement of both essure coils on (B)(6). 2013, CT scan of the abdomen and pelvis with intravenous contrast tubular fluid collection measuring 2.8 x 2 .0 cm within the left adnexa most likely representing a hydro salpinx. Radiograph report: probable simple left hydrosalpinx explaining the patient's findings on CT scan. Essure coils appear well positioned within the corneal regions of both fallopian tubes. On (B)(6). 2016, surgical pathology report final diagnosis: a. Fallopian tube, right falopian tube: unremarkable fallopian tube fallopian tube, left fallopian tube: fallopian tube with benign paratubal cyst, c. Endometrium, endometrial curretting: fragments consistent with endometrial polyp. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming fallopian tube perforation, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-dec-2016: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pelvic pain and excessive bleeding (interpreted as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Approximately 3 years later, she underwent a bilateral salpingectomy. Pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes) right fallopian tube/malposition of essure device location of device: malposition in tube"), menorrhagia ("excessive menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("severe and chronic pelvic pain/pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/low back pain"), menstrual disorder ("abnormal bleeding during menstruation"), rash ("allergic or hypersensitivity reaction type: skin rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraine/headache"), weight increased ("weight gain/loss (specify which one) weight gain"), abdominal pain lower ("lower abdomen pain") and headache ("migraine/headache"). The patient was treated with hydrocortisone, surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation), surgery (endometrial biopsy, ablation) and surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, pelvic pain, back pain, rash, dyspareunia, fatigue, alopecia, nausea, migraine, weight increased, abdominal pain lower and headache had not resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: satisfactory placement of both essure coils. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: events ¿abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: rashes, dyspareunia (painful sexual intercourse), fatigue, hair loss, perforation (fallopian tube(s)), pain, nausea, migraines / headaches, malposition of essure device location of device: malposition in tube, weight gain / loss specify which one: weight gain, lower abdominal pain, malposition of essure device location of device: malposition in tube¿ concomitant condition were added. Outcome of events updated to not resolved from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("preformation (fallopian tubes) right fallopian tube/malposition of essure device location of device: malposition in tube"), menorrhagia ("excessive menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("severe and chronic pelvic pain/pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/low back pain"), menstrual disorder ("abnormal bleeding during menstruation"), rash ("allergic or hypersensitivity reaction type: skin rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraine/headache"), weight increased ("weight gain/loss (specify which one) weight gain"), abdominal pain lower ("lower abdomen pain") and headache ("migraine/headache"). The patient was treated with hydrocortisone, surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation), surgery (endometrial biopsy, ablation) and surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, pelvic pain, back pain, rash, dyspareunia, fatigue, alopecia, nausea, migraine, weight increased, abdominal pain lower and headache had not resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: satisfactory placement of both essure coils on (B)(6) 2013, CT scan of the abdomen and pelvis with intravenous contrast tubular fluid collection measuring 2.8 x 2 .0 cm within the left adnexa most likely representing a hydro salpinx. Radiograph report: probable simple left hydrosalpinx explaining the patient's findings on CT scan. Essure coils appear well positioned within the corneal regions of both fallopian tubes. On (B)(6) 2016, surgical pathology report final diagnosis: a. Fallopian tube, right falopian tube: unremarkable fallopian tube fallopian tube, left fallopian tube: fallopian tube with benign paratubal cyst, c. Endometrium, endometrial curretting: fragments consistent with endometrial polyp. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming fallopian tube perforation, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Concurrent condition received. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("performation (fallopian tubes) right fallopian tube/malposition of essure device location of device: malposition in tube"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("severe and chronic pelvic pain/pain"), menorrhagia ("excessive menstruation/abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding(general)") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anterior cruciate ligament tear (arthroscopic surgery). Previously administered products included for an unreported indication: novaring from 2005 to 2008, supplemental vitamins, fioricet, vitamin d2, singular and zofran. Concurrent conditions included body mass index normal and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain/loss (specify which one) weight gain"), abdominal distension ("bloating") and rash ("skin rashes"). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain/low back pain"), menstrual disorder ("abnormal bleeding during menstruation"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migrain/headache"), abdominal pain lower ("lower abdomen pain"), headache ("migrain/headache") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with hydrocortisone, surgery (bilateral salpingectomy), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (endometrial biopsy, ablation), surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, menstrual disorder, female sexual dysfunction, abdominal distension and rash outcome was unknown and the fallopian tube perforation, vaginal haemorrhage, pelvic pain, menorrhagia, back pain, dermatitis allergic, dyspareunia, fatigue, alopecia, nausea, migraine, weight increased, abdominal pain lower and headache had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dermatitis allergic, device breakage, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: satisfactory placement of both essure coils on (B)(6) 2013, CT scan of the abdomen and pelvis with intravenous contrast tubular fluid collection measuring 2.8 x 2 .0 cm within the left adnexa most likely representing a hydro salpinx. Radiograph report: probable simple left hydrosalpinx explaining the patient's findings on CT scan. Essure coils appear well positioned within the corneal regions of both fallopian tubes. On (B)(6) 2016, surgical pathology report final diagnosis: a. Fallopian tube, right falopian tube: unremarkable fallopian tube fallopian tube, left fallopian tube: fallopian tube with benign paratubal cyst, c. Endometrium, endometrial curretting: fragments consistent with endometrial polyp. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming fallopian tube perforation, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new events "apareunia (inability to have sexual intercourse), device breakage, bloating, skin rashes" were added. Product implant date was updated. New reporter were added. Historical conditions and medication were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), back pain ("back pain"), menorrhagia ("excessive menstruation") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, back pain, menorrhagia and menstrual disorder outcome was unknown. The reporter considered pelvic pain, back pain, menorrhagia and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was satisfactory placement of both essure coils. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-dec-2016: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pelvic pain and excessive bleeding (interpreted as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Approximately 3 years later, she underwent a bilateral salpingectomy. Pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.